Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, low reading being 0. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that since yesterday they keep getting an error message "system problem rm03" when trying to charge their implanted neurostimulator (ins). Pt stated they tried resetting the battery and disconnecting the recharger (rtm), but it either says it fails to recharge or the error message comes up. Pt noted in the past they saw this message and noticed that the rtm relay box or paddle was getting hot, but they have not noticed that this time. Pt stated the one thing they did notice was that the rtm was clicking more when it's trying to connect. Patient services (ps) had pt examine equipment for damage, they noted no visible damage to the rtm but when looking at the connection port pins only saw 7. Pt stated there were 4 pins then a gap and then 3 more pins. A replacement controller was requested. The patient (pt) reported she received the controller but she is still getting the same rm03 message. Pt stated she tried to reset the controller and she tried to connect to charge again and saw passive recharge mode screens. Pt stated she was "shocked" by the recharger (rtm) cord when she tried to reposition it over the implantable neurostimulator (ins). They verified there is no visible damage to the rtm. A replacement recharger telemetry module (rtm) was sent out.